Event description:
A surgeon reported that during a procedure, the system would not phaco and there was an issue with irrigation. The phaco tip was replaced, however, the system was not responding. The case was completed using an alternate system there was no harm to the pt.

Manufacturer narrative:
The customer called a technical support specialist (tss) to assist with troubleshooting. The tss walked the customer through setting up and priming the system then the tss had the customer perform a quick vacuum test by folding and pinching the tubing; the vacuum went up to maximum setting of 550 without any problem. The customer was also advised to check the I/a handpiece and replace o-rings if necessary. The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).